Manufacturer narrative:
Findings: pump received with a blank display due to corroded battery tube. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Also received with cracked case at the display window corner, cracked lcd window, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was 48 mg/dl at the time of the incident. The customer passed out from a hypoglycemic episode. The customer treated their blood glucose levels with food. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.